Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that  the programmer and recharger were not connecting to the ins. Pt tried charging the other day, 2 days ago and also tried last night and not able to connect and recharge. Pt thinks it has been over 30 days since they charged last. Reviewed ins might be in possible overdischarge. No symptoms were reported. Additional information was received from the patient. Battery is over 7 years old and unit was completely discharged leading to connection difficulty. Pt met with their manufacturing representative and was able to get the unit to charge. Surgery is scheduled on (B)(6) 2022 to replace the battery.

Event description:
Patient reported issue has been resolved and 100% works better since replacing battery. Patient stated not sure where the implanted battery is after surgery. However external devices were given to rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.